Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The upper plate and motor were ordered to resolve the reported issue. No report of patient involvement. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction preventing mechanical ventilation. There was no report of patient involvement.